Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the balloon burst upon inflating it to 20 atm (atmospheres). The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h11: investigation result the product was not returned for analysis as it was discarded at the facility. The rated burst pressure of this device is 20 atmospheres per specifications; however, it is possible that the device had interaction with a kidney stone as the user was attempting to position it, which may have contributed to the reported allegation of balloon burst. Therefore, based on the information available an investigation conclusion code of adverse event related to procedure was assigned to this investigation.